Manufacturer narrative:
(B)(4). Two returned used suture segments each with a partially cut and broken end were returned for evaluation. Upon visual evaluation, the partially cut ends appear to have been partially cut twice before breaking. It could not be determined if this damage was present when the package was initially opened, or caused after dispensing. The cuts were perpendicular to the length of the suture. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent periodontal surgery on (B)(6) 2014 and suture was used. The surgeon noted that when the package was opened the suture was broken. There was no adverse patient consequences.